Manufacturer narrative:
Executive summary - corrected.

Event description:
Mechanical thrombectomy using the subject retrieval device was performed to treat a left m1 middle cerebral artery (mca) occlusion. It was reported that at the end of the procedure, imaging revealed a subarachnoid hemorrhage (sah) in the mca fissure. There was no treatment provided; however, the event was not resolved at 24 hours control computed tomography (CT) scan. The physician attributes the hemorrhage to "traction" on the artery during device removal. The event was reported as related to the device. Two days post procedure, the patient neurological condition deteriorated due to the left m-1 mca re-occlusion. There was no action taken to treat the re-occlusion. This event was reported to be related to the device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural co...

Event description:
Mechanical thrombectomy using the subject retrieval device was performed to treat a left m1 middle cerebral artery (mca) occlusion. It was reported that at the end of the procedure, imaging revealed a subarachnoid hemorrhage (sah) in the mca fissure. There was no treatment provided; however, the event was not resolved at 24 hours control computed tomography (CT) scan. The physician attributes the hemorrhage to "traction" on the artery during device removal. The event was reported as related to the device. Two days post procedure, the patient neurological condition deteriorated due to the left m-1 mca re-occlusion. There was no action taken to treat the re-occlusion. This event was reported to be related to the device.

Event description:
Mechanical thrombectomy using the subject retrieval device was performed to treat a left m1 middle cerebral artery (mca) occlusion. It was reported that at the end of the procedure, imaging revealed a subarachnoid hemorrhage (sah) in the mca fissure. There was no treatment provided; however, the event was not resolved at 24 hours control computed tomography (CT) scan. The event was reported as related to the procedure. Two days post procedure, the patient neurological condition deteriorated due to the left m-1 mca re-occlusion. There was no action taken to treat the re-occlusion. This event was not related to the device and/or procedure.

Manufacturer narrative:
The device is not available to the manufacturer.